Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump had been alerting customer's blood glucose to be 600 mg/dl. Customer had low blood glucose of 54 mg/dl, so customer ate then the blood glucose went over 600 mg/dl. During troubleshooting, found air bubbles in reservoir. Customer was assisted in performing the high pressure test, the test passed. Customer was advised to monitor the device. Customer will not be returning the device for analysis.